Manufacturer narrative:
The device is expected to be returned to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the console. The report states that the console g displayed the message "is there air in the heat exchanger" when there was actually no air in the heat exchanger. The console was used to complete the case by overriding the vent valve and manually expelling the air. There were no patient complications.

Manufacturer narrative:
Mps console was received and decontaminated. The reported message "is there air in the heat exchanger", which is related to error code ec284 (excess air in the heat exchanger), was duplicated. The screws in the locking knob were replaced. This did not correct the problem. The fluid level sensor was replaced, which stopped the reporting of the error code. After the replacement, the console was reassembled and tested. The console successfully passed operational verification testing. The fluid level sensor was sent to the supplier on scar20--19 to investigate the cause of the failure. Root cause of the issue was identified by the supplier. They have implemented an improvement change in their manufacturing process. Refer to scar20--19.